Manufacturer narrative:
The circumstances in which the side rail detached are unknown. The bed passed all tests before rental. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor that could lead to the side rail detachment might be related to an excessive force applied to the side rail. According to citadel plus instructions for use (IFU, 831.374): ¿to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or all width extensions on both sides are in the same position. To avoid equipment failure or damage, do not use the rails to move the bed.¿ IFU also includes information: the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted. To sum up, the bed frame was damaged, therefore the arjo device did not meet specifications. The bed was not in use by the patient at that time. This record was assessed as reportable due to the side rail panel's partial detachment from the bed.

Event description:
It was reported by the arjo technician that the left-hand foot safety side rail had been damaged, which resulted in the tilting of the side rail. Photographic evidence showed that it was a partial detachment as 2 out of 4 screws holding the side rail were torn off. No patient involvement, no injury and no customer allegation was reported.